Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user account was locked on the station. A technical support specialist (tss) logged in to the pyxis enterprise server (pes), retrieved the users email address, and contacted the user to verify the reported issue. It was confirmed that there were no account lock issues in pes. The tss then dialed into station team3 and reviewed the medication application logs, which indicated that the users account was locked at the station level. The user was instructed to contact the pyxis administrator to unlock the account and to notify once resolved. After monitoring the case for two days without any response from the user, the case was closed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user was unable to access multiple stations. The customer reported receiving an error message stating, unable to authenticate. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.